Event description:
During a hemorrhoidopexy procedure, the instrument was correctly closed (within the green signs) and only a cm resect at instrument would be fired easily. Opening the instrument they found that the cut was incomplete and the staples were malformed. The case was completed by overstiched. No pt consequence.